Manufacturer narrative:
Lead: model 3777, serial # (B)(4), implanted: 2010 (B)(6), explanted: unk. Lead: model 3777, serial # (B)(4), implanted: 2010 (B)(6), explanted: unk. Recharger: model 37752, serial # (B)(4), implanted: na, explanted: na.

Event description:
It was reported that telemetry issues occurred. A physician mode recharge (pmr) was done and the patient received the normal charging screen. A power on reset (por) condition occurred. Additionally, an error code of "s7834" was received on the recharger. The patient was recharging more than expected and erratic battery voltage readings were noted. A trickle charge was done to clear to por. The recharge diary was checked and it was determined that the patient had not done a charge since (B)(6) 2011.